Event description:
A 2.6f vascu-PICC was placed in a (B)(6) cardiac patient via femoral cut-down approach. While cleaning the hubs in the middle of the night with a bard site-scrub, the white hub broke off the extension tubing. Our best guess was that due to the shearing force from rotating with the site scrub, the catheter broke cleanly from the hub. No patient harm and the catheter was already clamped proximally.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Pictures provided indicated that the extension tube broke at the base of the luer. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause of this event. The report indicated that the bard site-scrub was being used when the luer broke off. The instructions for use for this product states: "twist the site-scrub" ipa cleaning device back and forth for a minimum of eight repetitions of the back and forth scrub over a minimum of 10 seconds." It is possible that the health care professional used the site-scrub incorrectly and twisted the luer sufficiently to break the extension tube.